Event description:
Device issue: flared struts. Time of device issue: during stenting procedure. Adverse event: intervention required to appose stent to vessel wall. It was reported that two promus stents were implanted successfully in the right coronary artery (rca). A third promus stent was then advanced to the target site in the posterior descending artery (pda). An attempt was made to inflate the sds balloon; however, the balloon failed to inflate. The indeflator was changed; however, the balloon still would not inflate. The sds had resistance during removal and became caught within the proximal pda, outside the lesion. Further traction enabled the balloon, with the stent attached, to be pulled back into the proximal rca. The distal end of the stent became caught on the proximal rca stent struts, causing flaring of the stent struts and possible vessel trauma. While removing the sds, the stent dislodged in the pt anatomy and was retrieved using a snare device, which caused severe damage to the stent implant within the proximal rca vessel. Balloon dilatation of the proximal rca vessel was performed to reappose the flared stent struts to the arterial wall. An additional promus stent was used to complete the procedure. The pt was discharged 3 days after admission. No...

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. The 2.25 x 28 mm promus (p.n. 1009532-28b, lot # 9071441) referenced, is being filed under a separate medwatch report number. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.